Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, 6: part: 321.133, synthes lot: 4796472, supplier lot: 541410f04, manufacturing site: synthes monument, oer jde, release to warehouse date: june 10, 2004, supplier: (B)(4). A manufacturing related potential cause was not suspected, therefore, per procedure no manufacturing record evaluation is required. Service & repair evaluation: the customer reported the torque limiting handle froze up and did not torque. The surgeon ended up twisting too hard and twisted the plate which rips the screws out of the bone. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer; no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 a torque limiting handle froze up and did not torque. The surgeon ended up twisting too hard and twisted the plate which rips the screws out of the bone. It is now requiring posterior screws to be used in the second half of the surgery. Surgeon already plans on going back to surgery but now because of that event, she¿s going to add pedicle screws to that one level. The case was an a-lift it was an l s1l5, l5-l4, l4-l3. So a three-level a-lift was done at l3 at the top level of that construct which would be an l3-4. The procedure was completed successfully. It did not affect or harm the patient. Concomitant devices reported: unknown screwdriver shaft (part# unknown, lot# unknown, quantity# 1). This complaint involves three devices. This is 1 of 3 for report (B)(4).